Manufacturer narrative:
The pump gave an alarm during the prime test due to a faulty force sensor. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery, or displacement tests due to the alarm that occurred during the prime test. The pump also had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer received a compromised force sensor system error from his insulin pump. The customer's blood glucose level was 280 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)